Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation ablation. It was mentioned that no abnormities were noted on the sheath, prior the procedure. During the procedure once the sheath was inserted, fluid leak was noted. Pressure bag irrigation method was used with a unknown flow rate. Saline slow drip leak was noted from the proximal end. No air was noted. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.